Event description:
The customer reported intermittent discrepant high rbc and plt on manual mode on the coulter lh 750 hematology analyzer station on two patients. The customer stated the wbc and hgb results were not affected. The discrepant results were not reported out of the laboratory; hence patient treatment was not impacted by this event. Patient b had instrument generated messages for the rbc and indices results. No instrument generated messages for the plt parameter for patient b or for any parameters on patient a. The customer believed the results to be discrepant since it generated high rbc and low mean corpuscular hemoglobin concentration (mchc). Review of the data showed discrepant high rbc, plt and hct results, with discrepant low mch and mchc. The samples were repeated on manual mode and lower results were obtained. The samples were collected in 3ml bd vacutainer and were refrigerated. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the incident. Control run before the incident recovered within expected ranges. On (B)(4) 2012, a field service engineer was dispatched to investigate the event. The field service engineer (fse) replaced the blood sampling valves (bsv), which resolved the issue. The failure mode of this event may be attributed to the bsv.